Event description:
An optometrist reported a case of corneal haze and loss of bcva (best corrected visual acuity), experienced by one right eye, three months postoperatively after prk surgery. Reporter also stated that the patient expressed vision as being 'a little blurry.' Further information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).